Event description:
The hosp reported that during a coronary artery bypass procedure, five heartstring iii seals failed to load properly as the seal was becoming crimped during the load process. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Investigation results: the harvesting iii devices were returned to the factory for eval. The devices showed no signs of clinical usage. There was evidence of blood on the devices. Devices 1, 2, 3, 4: the delivery devices were returned outside of the loading devices. The tension spring assemblies, anchor tabs and seals were located inside the body of the loading device. The green slide lock remained locked; the white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaints were confirmed for failure to load. Device 5: the delivery device was returned outside of the loading device. The tension spring assembly and the anchor tab were inside the body of the loading device. The seal was located under the window of the loading device. The green slide lock remained locked; the white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. A lot history record review was completed for each of the reported product lot numbers. There was no nonconformance recorded in the lot histories. (B)(4). Devices 2 and 3: lot # 25069056, exp date: 12/31/2013. Devices 4 and 5: lot # 25068008, exp date: 11/30/2013.